Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and high lead impedance. No intervention was performed. The patient will be monitored remotely. The patient's condition was stable through out the event.